Event description:
Device report from synthes (B)(4) reports an event in (B)(6) had broken off. The surgeon encountered a problem loading the 12mm large trial and was unable to trial the size. The t-pal trial spacer was unable to be used due to the damage. Reportedly the broken fragment is not in the patient. There was no complications noted during the procedure from this event. The surgeon was able to use the next size up.

Manufacturer narrative:
Device used for treatment and not diagnosis. We are not able to determine the exact cause which has lead to this damage, it is possible that strong hammering during the surgery has finally lead to the breakage of the tip. The instrument was analyzed for conformance to print specification, as well as the device history record was researched. No abnormal findings were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing records were reviewed and no complaint related issues were found.